Event description:
The patient was in a mayfield skull clamp and during the turning of patient, the skull clamp slipped and caused a laceration to the patient. They then had to remove the clamp and get a new skull clamp to apply to the patient to do the procedure. Surgery delay was reported as 20 minutes. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/26/2016. The device was not returned for evaluation. The device in question was not released for inspection nor was the lot number provided the most likely lot number could be 104. Manufactured on june 30, 2010. No service history on file. No manufacturing or design related trend has been identified. In summary, the device was not released for evaluation therefore the root cause to the end user's experience could not be determined.